Event description:
It was reported that, "surgical techs opened and mixed cement and noticed black chips in the powder. They determined it was best to not use the batch or case of cement."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Product was discarded. If additional information becomes available, it will be submitted in a supplemental report.